Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had a gradual rise in shock impedances over the past year, and were now high out of range greater than 125 ohms. Discussed bringing the patient into the clinic to do some additional testing. Additional information was received that a defibrillation threshold (dft) test was performed. The 1.1 j impedance measured 82 ohms, and 41 j shock produced 145 ohms and a warning screen for open circuit. The patient was scheduled for a revision, however the device and lead remained in-service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted as it had less than one year remaining, and the rv lead was surgically capped and replaced. No additional adverse patient effects were reported.